Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard femoral component, catalog #: 184506 lot #: 036910. Vanguard tibial bearing, catalog #: 183640 lot #: 013480. Regenerex tibial tray, catalog #: 141273 lot #: 277760. Maxim finned stem, catalog #: 141314 lot #: 818090. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10688, 0001825034-2017-10689, 0001825034-2017-10690, 0001825034-2017-10691, 0001825034-2017-10692. Remains implanted.

Event description:
It was reported that the patient is suffering from effusion, pain and weakness. Attempts have been made and no further information has been provided.